Manufacturer narrative:
The insulin pump had a severely cracked case and end cap. The insulin pump had a blank display due to a broken off connector on the interface board. No button error alarm or keypad anomaly could be verified due the blank display. However, the insulin pump was received with corroded keypad traces. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and stained and cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the numbers on the screen started scrolling when trying to deliver a bolus. Customer stated her blood glucose value was 388 mg/dl because she had eaten. Nothing further reported.